Event description:
It has been reported to philips that the wireless footswitch does not work. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the wireless footswitch did not work during a procedure. There are two generations of wireless footswitches used in the field. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022 for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. It is unknown why the wireless footswitch did not work. There are currently no wireless footswitches or base stations available for replacement. The customer has a wired footswitch available for use.